Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the issue relating to foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause for the issue of embedder foreign matter to be attributed to the manufacturing process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there is a black foreign body in the blood collection vessel."